Event description:
This was a bilateral system. Reference MFR 3004209178-2012-11904.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the wires felt tight and painful. The reporter stated that it was believed that this started right after the patient had a cervical facet injection. It was reported that if the patient "followed the lead up"coming from the right back to her neck, it was very painful. The reporter stated that before the patient was not able to see the lead and now she could clearly see it. It was described as "very torque and tight in her neck." It was unclear what was meant by "very torque." It was noted that the night before the report the patient had a fever, pain in her back/spine, and had not been able to sleep the last two nights because of the pain and headaches. The reporter stated that the lead was tight, sore, it was swollen around it, and the patient couldn't turn her head completely to the left. It was reported that the facet injection may have caused the problem. Additional information has been requested but was not available as of the date of this report. See MFR report # 3004209178-2012-11904 it was unclear which device was part of the event.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v230715, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v230715, implanted: (B)(6) 2009, product type lead. (B)(4).